Event description:
In 2005, the facility contacted baxter customer service to report a system 1000 instrument that did not alarm when a patient pulled the venous line from the fistula. No patient injury or medical intervention was reported in association to this incident.